Manufacturer narrative:
It was reported in a published article that four patients with m6-c implant failure after treatment. Ne patient presented with myelopathy, the others had developed pain symptoms. Affected arthroplasty was located at c6/7 level in two cases, at c5/6 in one case and c4/5 in another case. All four patients were treated with surgical revision, explanation. Radiographs of one patient were provided for review. Lateral x-ray shows the cervical spine with a m6-c disc replacement at c6/7. The device has lost height, and the superior endplate has translated anteriorly. There is evidence of cystic erosions along the superior endplate. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, a review of the the device history record could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 12.75 - device explanted. Without a device, serial number, or lot number, the device history record and ncmr review could not be completed

Event description:
An article from european spine journal reported four patients with implant failure after treatment. Two female and two male patients aged 40-55 treated between 6/22 and 5/23. Primary implantation dated from 2-13 (8 years ago). One patient presented with myelopathy, the others had developed pain symptoms. Afftected arthroplasty was located at c6/7 level in two cases, at c5/6 in one case and c4/5 in another case. All four patients were treated with surgical revision, explanation.